Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and helix mechanism issue. A complete lead was returned in one piece. The helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning, the helix was able to fully extend and retract, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the hospital with discomfort. It was noted that the right atrial lead dislodged as confirmed via x-ray which resulted in loss of capture. During the replacement procedure, there was an unspecified helix rotation issue noted. The lead was explanted and replaced. There were no patient consequences.